Event description:
After the OEM - original equipment manufacturer performed preventative maintenance all ventilators were giving o2(oxygen) mismatch alarms. O2 sensors were replaced, which resolved the issue for about 2 weeks. Clinical rep and fse have been onsite multiple times pulling logs, but the issue has still not been resolved.